Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during mastoidectomy surgery, the bur broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.